Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The unit had a cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 287 mg/dl. The customer stated that the device had been exposed to moisture leading up to the alarm. Advised replacement of the insulin pump. Nothing further reported.